Manufacturer narrative:
No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that during inflation of the fecal management system retention balloon, the hard plastic grey inflation port could only be instilled with 10 milliliters of water after it was inserted into the patient's rectum. The balloon would not allow any additional water to be instilled. The nurse left the retention balloon in the patient's rectum, partially inflated, but the device fell out after an unspecified time. The device was discarded and replaced. No patient complications were reported as a result of this event.